Event description:
The company was informed that the patient had redness and swelling and developed an infection at the implant site. The patient was treated with antipyretic liquid medicine for one month, however the treatment did not work. The patient was also treated with cefaclor (0.125g three times daily). The patient's internal implant then became exposed. The patient's device was explanted. Revision surgery will be considered at a later date.